Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported by animal services department (B)(6) that the device was missing segments in the heart rate display. Although there was patient (animal) involvement, there is no report of harm.